Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s blood pressure had drop, and a CT scan revealed that the rv lead had perforated. Pericardial effusion was noted and patient underwent pericardial window. The patient¿s rv lead was then repositioned the following day on (B)(6) 2018. Patient was in stable condition prior to and post-procedure.